Manufacturer narrative:
D9: device received on 6/18/2024. One device was returned for repair in used condition. This device has not been serviced in the past. The reported problem was that the device was out of calibrations and it failed rate accuracy test. With functional testing, the reported problem was able to be duplicated. The device is over infusing by ~5.75%. Most probable cause was an out of spec expulsor. Trimmed the expulsor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was out of calibration. Failed rate accuracy test. There was no patient involvement and no patient harm/adverse event reported.